Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to MFR (B)(4) (2/2).

Event description:
It was reported that while using the subject device, the laser fiber caught fire. The issue occurred during preparation for use for a therapeutic thulium laser enucleation of the prostate. The intended procedure was completed with a similar device with a 5-minute delay. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.